Manufacturer narrative:
H10: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1034503 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot: 1034503 , test base part number 190-430 / lot: 1034503 . The lot met the required release specifications. A review of the complaints reported as invalid patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1034503 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference. Substances in the sample itself may have interfered with the reaction. It was also observed that the majority of the invalids were also due to sample transfer errors.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. MFR ref reports: 1221359-2021-03078, 1221359-2021-03107.

Event description:
The customer reported multiple patients experienced delay in treatment due to the invalid test results. The customer stated that the patients were tested on directly tested pharyngeal or nasopharyngeal swab samples. Repeated tests were performed by different users if possible, to rule out human error. Second tests usually yielded a valid result, but for some patients the test came out invalid multiple times in a row. They had to wait for pcr results in assigning covid-positive patients to the hospital's covid ward and therefore delay of care. Three product lots were reported in this case. This MFR. Report addresses patients used specific lot 1034503 and is three (3) of three (3) reports .